Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. Concomitant medical products: 5076-52 lead implanted: (B)(6) 2010; 419688 lead implanted: (B)(6) 2010.

Event description:
It was reported that the patient had endocarditis and vegetation on the tricuspid annulus. Blood cultures were negative. The device system was explanted and subsequently replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.